Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant¿s experience of clips not closing. The feeder, a metal component located in the shaft, was measured and was found to be out of specification. Based on the condition of the returned unit, it is likely that the reported event was caused by the feeder that was found to be out of specification upon receipt. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has recently implemented process and inspection enhancements intended to further minimize the potential for this type of event to occur. The event unit was manufactured prior to implementation of the process and inspection enhancements.

Event description:
Procedure performed: lap appy. Incident description: when the surgeon, ratcheted the handle back the clip released with the apex open and the tips closed. This occurred with the first clip that was released. The surgeon fired a second clip and it was released with the tips not closed on the vessel. The surgeon tried again and the same thing occurred with the tips not closed. The surgeon removed the clips from the patient and removed the clip applier from the patient. The surgeon fired again outside the patient and the same thing occurred with the ends of th clip not closing. This was approximately the fifth case that the surgeon has used the clip applier. The applied rep was not present for the case. Intervention: the surgeon used a competitor 10mm clip applier to complete the case. Patient status: no patient injury occurred as a result of the event.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap appy. Incident description: when the surgeon, ratcheted the handle back the clip released with the apex open and the tips closed. This occurred with the first clip that was released. The surgeon fired a second clip and it was released with the tips not closed on the vessel. The surgeon tried again and the same thing occurred with the tips not closed. The surgeon removed the clips from the patient and removed the clip applier from the patient. The surgeon fired again outside the patient and the same thing occurred with the ends of th clip not closing. This was approximately the fifth case that the surgeon has used the clip applier. The applied rep was not present for the case. Intervention: the surgeon used a competitor 10mm clip applier to complete the case. Patient status: no patient injury occurred as a result of the event.